Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, the jaws of the needle holder broke and a fragment fell inside the patient's body cavity while the operating surgeon was suturing. An x-ray confirmed that the fragment was inside the patient but it could not be located laparoscopically. It was decided not to convert the procedure to open surgery. Therefore, the fragment remained inside the patient who was informed about the incident and released from the hospital two days after the procedure. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
It was reported that a follow-up procedure was performed at an unknown date and that the device fragment was successfully retrieved from the patient's body cavity. Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the movable jaw of the needle holder had completely broken off. However, the fragment was returned as well. The cause of this damage and the breakage of the jaw is fatigue due to long-term use (date of manufacture: 02/2003). It is clearly stated in the instructions for use that even products designed to be reused have a limited service life. A number of factors connected with handling and some reprocessing methods may lead to increased wear of the product. The service life can be markedly shortened. The product must be replaced if signs of wear become visible. The case will be closed from olympus side with no further actions but the event/incident will be recorded for trending and surveillance purposes.